Event description:
Full thickness nasal necrosis of the tip [nasal necrosis]. Case description: literature-spontaneous report was received on 08/31/2012 from an author regarding a (B)(6) old female pt, initial unk, with nose deformity. This report is from a literature article entitled "aesthetic and reconstructive rhinoplasty: a continuum". The pt's medical history was significant for four rhinoplasties. On an unspecified date, the pt initiated treatment with unspecified MFR hyaluronic acid filler injection to improve the tip projection, route and dosage regimen not provided. The lot number of hyaluronic acid filler was not provided. The pt experienced full thickness nasal necrosis of the tip and the nose turned white and then black with necrosis. The wound healed secondarily. The skin of the tip and dorsum was scarred. The tip lacked projection. The event of full thickness nasal necrosis of the tip recovered with sequelae. The company assessed the event of full thickness nasal necrosis is medically significant. The action taken with hyaluronic acid filler treatment was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The reporter assessed the relationship between hyaluronic acid filler and the event of full thickness nasal necrosis of the tip as related.

Manufacturer narrative:
Report source literature description: journal: journal of plastic, reconstructive & aesthetic surgery. Author: menick fj. Title: aesthetic and reconstructive rhinoplasty: a continuum. Volume: 65 (9), year: 2012, pages: 1169-1174. Additional info was received on (B)(4) 2012 in the form of qa (quality assurance) investigation results. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the hyaluronic acid product is not affected by this report.